Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error twice after changing the infusion set and reservoir. Insulin pump alarmed no delivery alarm the next day so the customer changed the infusion set, reservoir, and the battery again. Customer's blood glucose level was 132 mg/dl. During troubleshooting, customer was advised to replace plunger and manually push plunger slowly while keeping the reservoir straight, and verify if insulin exits the tubing. Customer stated the insulin did not exit. A motor error alarm occurred again during the fill cannula process during troubleshooting. Customer was then advised to rewind the insulin pump, reinsert reservoir into the device and run manual prime to at least 5.0 unit. Customer stated the device did rewind and did not alarm no delivery. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
No unexpected excessive no delivery alarms were noted. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. A corroded motor housing was noted.